Event description:
It was reported that the insulin pump is overdelivering insulin, causing low blood glucose. The blood glucose reading is 70 mg/dl. Customer stated that the insulin continues to flow. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.